Event description:
The ac t diff2 generated erroneous abnormally low wbc, rbc, hgb, hct, and plt results on a single patient sample. Instrument generated flags could not be determined; the instrument printout was not retained by the customer and erroneous results were submitted on an lis printout. The lis printout displayed an l flag for each of the listed parameters. Erroneous results were reported outside of the laboratory. There was no injury, death or change to patient treatment. The physician requested the instrument to be verified due to abnormally low patient results; the report was not used for diagnosis, so there was no change to patient treatment. No other patient sample was affected by issue. Once the instrument was verified, the operator re-ran approximately 20 samples that had been run and reported prior to the service; the results were good and none required an amended report. The customer cycled bleach as a patient sample and ran 4c+ cell controls. The controls recovered within range, but the wbc value was flagged with an asterisk. The operator re-ran the patient sample three times; the values were increased and the results were consistent. The wbc value was flagged with an asterisk; however, the customer accepted the results as correct and issued an amended report. Customer technical support (cts) had the customer perform a clean bath procedure followed by a shutdown cycle and start up. Start up passed; however, the issue recurred when the user cycled cell controls and on-site service was dispatched. The field service representative (fse) states the operator reported he was also getting intermittent ... On hgb. The fse replaced the hgb lamp which was at the upper limit of the operating range and the unit is currently performing within published specifications. The root cause for erroneous results is unknown; however, after the customer performed troubleshooting and the fse provided on-site service, the problem was resolved. Per labeling: if any flag appears, review the results according to your laboratory's protocol. Incomplete aspiration: this conclusion can only be arrived at by analyzing the results. Wbc, rbc, hgb, and plt would have to be low, with mcv normal. All counted parameters are consistently lower than normal. Mcv is normal. Probable cause: short sample; poor bath drain; diluted sample.